Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-03412 it was reported the patient experienced ineffective therapy. Surgical intervention took place on (B)(6) 2020 wherein two leads were added and effective therapy was established.